Event description:
Customer reported that during a litho case the sys displayed low kv and low ma errors. The sys was restarted to clear errors and case was finished. Pt was not harmed due to occurance.

Manufacturer narrative:
Could not duplicate high voltage errors. Checked and adjusted ma null, dead times and offsets. Checked kv readings and dose output with non-invasive meter. These were within specs. Performed a filament calibration. Tested sys. No errors displayed. Sys functions normally.